Event description:
During surgical procedure, md put aspirated blood product in machine for "spinning". Product exploded. Cartridge came apart twice. Rep present during case. Dates of use: (B)(6) 2017. Diagnosis or reason for use: arthrodesis. Is the product compounded: no. Is the product over-the-counter: no. Event abated after use stopped or dose reduced: yes. Event reappeared after reintroduction: no.